Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to authenticate into pyxis web link. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate to the station. The technical support specialist (tss) confirmed that the user successfully logged into the enterprise webpage and was able to access stations but encountered recurring issues with another station. The tss contacted asc team and confirmed that the domain name system (dns) settings for the station were correct. Dns changes appeared to resolve the issue, and a final follow-up confirmed no further problems. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to authenticate into pyxis web link. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.